Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR :08apr2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse advised the customer that the central processing unit (cpu) requires replacement. The fse returned to the site and found the unit disassembled. The customer reported the device fell. The customer also reported that they had done troubleshooting and believed the device needed a new central processing unit (cpu), data acquisition board, and display assembly.the customer decline the quote for repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the repair has been complete.

Event description:
It was reported that the unit alarmed while in use on a patient. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used. The manufacturer's field service engineer (fse) performed troubleshooting. The fse advised the customer that the central processing unit (cpu) requires replacement. The fse returned to the site and found the unit disassembled. The customer reported the device fell. The customer also reported that they had done troubleshooting and believed the device needed a new central processing unit (cpu), data acquisition board, and display assembly.